Event description:
Related manufacturer reference number:1627487-2022-03206. It was reported that the x-rays confirmed lead migration. The patient experienced loss of stimulation when bending. Reportedly, diagnostics showed the left lead had high impedances and had migrated ventral. As such, surgical intervention took place on (B)(6) 2022 wherein the lead was explanted and replaced with a new lead addressing the issue. Reportedly, therapy was restored post operatively. Note: it is unknown which sn is the left lead. Hence, both the leads are being reported.

Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.